Event description:
It was reported that the patient was not feeling well. The atrial lead had irregular impedances, sensing, and loss of capture. Upon x-ray it was noted that the atrial lead was slightly dislodged from the device header. During the procedure to reconnect the device and lead, the lead was tested via the analyzer and normal function was noted. The lead was placed back in the device and values were normal. The lead and device remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.